Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not occur again. The customer was advised to continue using the pump and instructed to report back if the issue recurred.